Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: the sulu was fired and the instrument black knobs returned to the back of the gun and the jaws wouldn't open. The surgeon had to cut out the stapler and finished the lobe with suture and open staplers. The surgeon sutured and applied another stapler.